Event description:
During trouble shooting with a technical service representative the home patient noticed that the sheeting on a cassette was damp. The technical service representative had the home patient turn off the device and close the clamps. The technical service representative instructed the home patient to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.